Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a follow-up, where a dip in atrial lead impedance was noted. The impedance was then rechecked and impedance raised. The physiologist noted that the atrial lead impedance trend for the previous twelve months had shown intermittent measurements that dipped and raised back to normal values. Isometric testing was performed, but the issue could not be recreated. Patient did not suffer any adverse events. Patient was discharged and sent home with a scheduled follow-up visit.

Event description:
New information received notes no intervention has been performed. Patient continues to be stable and is being monitored by the hospital.